Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was 50 mg/dl, 60 mg/dl, 100 mg/dl to 120 mg/dl to 140 mg/dl, 500 mg/dl, 400 mg/dl, 900 mg/dl, 800 mg/dl and 650 mg/dl. The customer declined troubleshooting. The device will not be returned for analysis.